Event description:
The customer contact reported a separation. The tubing set was being used for intermittent delivery of unspecified medications. The customer contact indicated that during a tubing set change while the nurse was disconnecting the option-lok male adapter on the distal end of the tubing set from the pt's IV access, the tubing separated from the clave port on the proximal end of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no report delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.